Event description:
The physician reports that a pt underwent cataract surgery with placement with crystalens in the left eye. Two weeks postoperatively, the lens vaulted anteriorly, resulting in a myopic outcome. Preoperatively, the pt's bcva was 20/50- and mrse was +2.75 -0.75 x 070. After the lens vaulted, the pt's bcva was 20/20, however, mrse decreased to -3.25 - 0.50 x 090. The physician attempted to reposition the lens, but was not successful and the lens was exchanged successfully for a sulcus-fixated intraocular lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the likely root cause of the lens vaulting was related to inferior fibrosis.